Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported by the customer that the 8100 keypad lifting resulting in unresponsive keys. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), c20 - no findings available. Correction: imdrf annex e and f codes. Additional information: imdrf annex a,b and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the 8100 keypad lifting resulting in unresponsive keys. There was no patient involvement.